Event description:
The pt underwent a diagnostic procedure. The physician attempted arteriotomy closure with the closer tsl 6 fr device. The groin was punctured appropriately and good dry closure was achieved. Following the procedure the pt lifted their head, coughed, moved onto the cart by self and was transferred to the outpt area. Following two hours of bedrest the pt ambulated. After walking 12 to 15 steps the pt felt a pop and experienced pain. A large hematoma formed at the site which resolved on its own. The pt stayed in the hosp for one add'l day. The pt recovered without further incident.